Event description:
It was reported that during a follow up in clinic, r-wave amplitude variation was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and lack of slack of the rv lead was observed. A revision procedure was performed and the helix of the rv lead was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.